Event description:
It was reported that the patient was hospitalized due to abdominal pain. It was also noted that the patient experienced weakness following an implant procedure. The physician believed it was not device related. The patient was in rehab. No further intervention at this time